Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 19 mg/dl. The customer stated that she experiences low blood glucose levels about three times a week, and has been experiencing low blood glucose levels for the past four years. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume did not match the amount of insulin in the reservoir. The customer stated that the insulin pump was exposed to a CT scan. The insulin pump passed the prime and high pressure tests. Nothing further was reported.